Manufacturer narrative:
(B)(4). Pt age: the patient was born on an unspecified date in 1975. (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, diarrhea and fever. On an unknown date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown, but per the pd nurse, may have been related to the ¿patient¿s exchanging room was damp¿ while performing therapy. It was reported the pd nurse ¿guided him to improve it¿. The patient was discharged 25 days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.